Event description:
The customer reported that the display will go white and device stops working. No patient harm.

Manufacturer narrative:
Attempts are being made to identify patient information. The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.